Event description:
The user facility reported that the angio-seal dilator/introducer would not connect (click into place) with the angio-seal sheath. The tech then switched to a new angio seal and had the same issue. They opened up the remaining three devices within the box and had issues connecting them as well by demonstrating no click or firm lock. The type of procedure was an angiogram. There was no blood loss. The patients' pre-procedural condition was good. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiology tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on 09jan2024: after the first and second device failed, manual pressure was applied to achieve hemostasis. The procedure was completed successfully. The patient condition was stable. There were no concomitant devices used with the angio seal. The user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub. There was no audible click on the first only one side on second. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub, approximately five times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when device was in the patient, both outside and inside. The locator and hub would not stay together at any time.